Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of the minicap appeared to be dryer than usual. The patient stated that they noticed the minicap had less iodine than usual, but they were not completely dry. The sponge was more yellow in color instead of red and the patient did not use the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.